Event description:
Facility alleges blood leak (rupture) duri dialysis. 4th use. Dialysis stopped; pt restarted on new dialyzer. Blood circuit discarded - estimated blood loss 300cc. Pt stable post event.